Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient's stimulation shuts off for a minute or two about every day, the patient was unable to provide specific dates or times, but stated it is unrelated to position, activity, or status of change. The patient's impedances were within normal limits. The patient was reprogrammed and directed to keep a log of events. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the ins turning off on its own was not determined and the issue was not resolved. It was noted that this information was confirmed with the physician.